Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tubing was leaking at the connector within 3 days of use. High blood glucose level was 400mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.